Manufacturer narrative:
(B)(4): final report. Additional information, including x-rays, operative notes, and patient information have been requested to the reporter. However, no information was provided. The appropriate device details were provided. The relevant device manufacturing records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to the reported event. The reported devices were manufactured, packed and sterilised to the correct specifications at the time of manufacture. Infection is a known complication with any invasive surgery. Based on the above, no further investigation can be conducted, and the root cause of the reported infection could not be determined. Therefore, this case is now considered closed. However, should any additional information be provided, then this case may be reopened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after approximately 5 weeks due to infection.

Manufacturer narrative:
Per 8009 - initial report. Additional information, including operative notes, x-rays and patient information have been requested to the reporter. Available information will be detailed in a supplemental report. The appropriate device details were provided. The relevant device manufacturing records will be identified and will be reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity biolox delta revision after approximatively 5 weeks due to infection.